Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Excessive no delivery alarms were not noted during testing. The unit was received with normal operating currents and no unexpected off no power or low battery alarms were noted. However, the unit was received with intermittent button response as a result of every button dome switch being flattened. The keypad connector was fully locked. The following physical damage was noted: cracked casing at a display window corner, minor scratches on the lcd window, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with multiple no delivery alarms. The patient's blood glucose at the time of incident was 6.5 mmol/l. The caller was not open to troubleshooting. The caller was able to prime 8.1 units of insulin through the tubing but was still convinced that the insulin pump was the issue. The device was returned and replaced.